Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported death occurred. A left atrial appendage (laa) closure procedure was performed in (B)(6) 2017. A 33mm watchman ® laa closure device was successfully implanted. The patient aspirated from the anesthesia at the time of the procedure. Later it turned into pneumonia. The patient was treated on antibiotics for five days post procedure. They were discharged home from the hospital and then re-admitted to another facility on an unknown date. The patient was then transferred to another hospital on an unknown date where they eventually passed away in (B)(6) 2017. The cause of death was pneumonia attributed to anesthesia.